Manufacturer narrative:
Fluoroscopic case imaging was returned to gore for evaluation. From the imaging provided, it appears the guide wire is positioned properly in the left pulmonary vein; however, without echocardiography this cannot be confirmed. It does appear the physician has difficulty advancing the delivery catheter across the defect; however, without echocardiography this cannot be determined. The device was deployed multiple times in the imaging provided. The deployments appear to be performed correctly. The device was finally fully deployed and released successfully. The right atrial disc appears to be partially deployed in the tunnel. It appears to be slightly funnel shaped and smaller than usual. Without echocardiography imaging the cause for this atypical appearance cannot be ascertained. With the slight atypical appearance the implant appears to be satisfactory. A reason for the pericardial effusion cannot be ascertained from the imaging provided. The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device- or procedure-related adverse event.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat a 26mm patent foramen ovale with a non-compliant tunnel and a thick septum secundum. The physician had difficulties crossing the defect with the guidewire, but after several attempts the wire crossed. The occluder delivery system was advanced and it took some rotations of the handle for the catheter to pass through the defect. The left atrial disc was deployed without issue; however, the right disc appeared to deploy in the tunnel. The right disc was reloaded and redeployed successfully. Fluoroscopy and echocardiography confirmed good apposition and the device was locked. Following removal of the retrieval cord a pericardial effusion in the left atrium was observed on echocardiography. Pericardiocentesis was immediately performed and a blood transfusion was started. The physician was unable to stop the bleeding and the patient was taken to another hospital for treatment. It was further reported that the patient received medication and was stable.